Event description:
On (B)(6), customer reports no image. Covidien product monitoring has made multiple attempts to contact customer for pt and procedural info with no response. During initial customer contact, covidien service dispatch asked; are you aware of any injuries to pt/staff? Customer reported no.

Manufacturer narrative:
Field service engineer (fse) confirmed that the sedecal generator console would not boot up, and replaced the console. Fse completed minor service check on the system per service checklist in accordance with hut dr service manual, sedecal generator service manual, and the infimed platinum one tech manual. Unit passed checkout procedures and was returned to full service by the customer.